Event description:
Revision of left hip due to chronic dislocation. Head and liner was revised.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. A review of the provided x-ray by a clinical consultant confirmed the dislocation the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision of left hip due to chronic dislocation. Head and liner was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.